Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded data log did not confirm the reported event of low transmitter battery. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 01/12/2017. Complaint for a low transmitter battery could not be confirmed, however a permanent loss of connection was found and confirmed on 01/12/2017. The root cause could not be determined, post investigation. Based on the findings of a permanent loss of connection this is now reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.